Event description:
Note: the report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04963 for the associated device info. It was reported to boston scientific corporation in 2009 that an achalasia pneumatic hand pump & monitor was used during an achalasia procedure. According to the complainant, the needle in the monitor stopped at 10 psi. No matter how hard the physician pumped on the hand pump, the needle did not move above 10 psi. The balloon had a limit of 20 psi. The physician decided to abort the procedure. When the physician deflated the balloon, he discovered a perforation in the pt's esophagus. The pt was sent to the hospital where he received a covered esophageal stent. The pt's condition was reported to be stable.

Manufacturer narrative:
The serial number of the suspect device was not provided by the customer; therefore, the device manufacture date and expiration dates are unk. (Gauge inaccurate reading). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.